Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non- malignant pain and post lumbar laminectomy syndrome. The pump had ben an alarming for about a month beginning on an unknown date. It was further reported that the pump was alarming/beeping, patient described the critical alarm sound and stated that she had a refill at the end of (B)(6) 2017 and they put 20mg, patient stated she typically gets 5mg for 4 months. She had a magnetic resonance imaging (MRI) and a computerized tomography (CT) myelogram" on (B)(6) 2017 (for back, unrelated to implant), the alarm occurred around that time but may have been before. She had been in so much pain and gone through withdrawals. She had a refill on (B)(6) 2017, and they "pulled out 15mg." The healthcare professional (hcp) said she was already off the medicine and had already gone through the withdrawals, so he lowered the dose to "2mg ," so she wouldn't overdose. The pump was alarming at the time of the refill, and the hcp had to "retry 5x to get it going," but the alarm came back. The reason for the alarm as told to the patient by the hcp was because the pump wasn't giving the medicine and was faulty. The patient inquired how to silence the alarm, so it doesn't "drive her nuts." The patient was to follow-up with the health care professional and noted that she had and appointment on (B)(6) 2017 with the hcp. Patient noted that the doctor said it would need to be replaced. No further complications were reported.